Event description:
Unrequested bolus dose delivery. The device was returned to the biomedical dept with a report stating, "pump gave a partial dose on it's own, and went into pt lockout on it's own". The pump was reportedly programmed in the pca only mode to deliver morphine 1mg/ml, with a 1 mg pca dose, a 10-minute pt lockout, and a 20mg 4-hour dose limit. The customer reported that "there was no harmful outcome to the pt", and there were no reports of any adverse pt events while the device was in clinical use. Multiple unsuccessful attempts were made to obtain add'l info.